Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low in comparison to feelings/ normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information medical surveillance specialist mss obtained during a follow up call to the patient. The patient alleged the inaccuracy began on (B)(6) 2015 when she obtained an alleged inaccurate low blood glucose result of 88mg/dl on the subject meter. The patient manages her diabetes with oral medications, diet and exercise and claimed that she continued with her usual diabetes management routine metformin 2000mg as a result of the alleged issue. On an unknown time before the alleged product issue began the patient stated that she had developed the symptoms of dizzy, and falling which she associated with a high blood glucose excursion. On (B)(6) 2015 at an unspecified time the patient reported that she visited her doctor's office and had her medication increased to include glimepiride 1mg. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the patients test strips were correctly stored and within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged inaccurately high subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: evaluation codes for the DHR and retain testing were omitted from supplemental #1. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.